Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A surgeon reported that a patient experienced a capsular rupture during the cleaning of the posterior capsule. As a consequence, the intraocular lens (iol) was explanted to perform a vitrectomy. Another iol was implanted. No complications occurred during the surgery and it could be completed after 5 minutes delay with no patient impact. The surgeon did not suspect of any of alcon's devices but no alternative explanation was provided.